Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of a system fault (sf 218) error message. The evaluation determined that the error message was due to an isolated software issue. The software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 218). There was no patient injury reported as a result of this incident.